Event description:
It was reported by the customer that a pyxis medstation es system had hardware failure. The customer reported that the user was unable to recover the failed tower door, and the malfunction occurred when the user was trying to issue medication to the patient. The medications on those pockets were not accessed/needed at the time of failure and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a tower issue. A field service engineer opened the column and reseated/retightened the wiring harness on the pop latches to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.